Event description:
Healthcare professional reported "rupture". This record is for the left -side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: saline "rupture" (deflation).

Manufacturer narrative:
Additional, changed, and/or corrected data: a6; b5; d6b; h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "mild contracture," baker grade unknown. The device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left -side. Healthcare professional additionally reported "mild contracture," baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as fold flaw opening and one opening assessed as surgical damage. Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure wear abrasion, particle, non-penetrating nick and crease as completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.